Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is suspected of premature battery depletion. This crt-d was in service for several years, however, it was reported that the battery ran down more quickly than expected. The crt-d was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is suspected of premature battery depletion. This crt-d was in service for several years, however, it was reported that the battery ran down more quickly than expected. The crt-d was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing, sensing and defibrillation functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.